Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The balloon was returned detached from the catheter at the location of the proximal balloon glue joint. The distal end of the balloon was prolapsed over the distal dip, likely indicating retraction issues. Fiber disturbance was noted 5.2cm from the proximal balloon glue joint, likely caused by the reported needle puncture to deflate the balloon. The remaining catheter segment containing the hubs was kinked and stretched throughout its length. The stretching of the catheter likely indicates that there were issues retracting the balloon through the sheath. The polyimide was exposed for 7.6cm at the location of the detachment. Both marker bands were not present in their original locations on the polyimide. The distal end of the catheter segment containing the hub was broken and stretched, indicating that excessive force contributed to the detachment. Functional/performance evaluation: the balloon was sliced open near the inflation/deflation ports and the glue bullet was not present within the balloon or the outer catheter. One of the marker bands was found lodge inside the outer catheter near the inflation/deflation ports. The rest of the catheter was sliced open and the glue bullet and missing marker band were not present. No further functional testing could be performed due to the condition of the returned sample. Conclusion: the investigation is confirmed for a detachment of the balloon and both marker bands. The investigation is confirmed for retraction problems, as the distal end of the balloon was prolapsed over the distal tip. The investigation is inconclusive for deflation issues, as functional testing could not be performed due to the balloon detachment. It is likely that the inability to fully deflate the balloon contributed to the retraction issues and the balloon detachment. The root cause for the deflation issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post stent dilatation, the pta balloon allegedly would not deflate. The health care provider (hcp) reported guided fluoroscopy was used to advance a needle percutaneously to successfully perforate the pta balloon. The hcp further reported the device was removed in its entirety, with alleged difficulty, simultaneously with the sheath. No further treatment was required. There was no reported known impact or consequence to the patient.